Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that the patient twiddled the device, resulting in a dislodgement of the left ventricular (lv) lead. The lead was unable to be replaced, and was subsequently explanted and replaced. During the replacement procedure, the right ventricular (rv) lead was noted to have insulation damage, as well as damage to the proximal portion of the superior vena cava (svc) coil. The rv lead was also explanted and replaced. The device remains in use. No patient complications have been reported as a result of this event.